Event description:
An exchange of a 6 fr sheath to an 8 fr sheath was transitioned over the daig guidewire without reported difficulties. When the dilator was removed, the sheath collapsed. Air and blood were aspirated from the sidearm. Physician tried to insert a guidewire through the sheath to open it up but was unable to pass the guidewire. An attempt to reinsert the dilator caused a hole in the sheath shaft. Further attempts were not made, access could not be gained. Therefore, the case was cancelled and the pt went to surgery due to clot formation and dissection. Several attempts have been made to obtain pt info; however, at this time no further info is available. Should add'l info become available, a supplemental report will be issued.